Manufacturer narrative:
A ge service representative performed an onsite investigation. The ac power cable plug connector was evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system experienced an error and would not reboot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. The fse confirmed that the loose pin did not affect system functionality. The fse determined the cause of the problem to be the customer shut down the system improperly, resulting in software corruption. The fse rebooted the system, allowing the software files to be rebuilt during boot up, reminded the customer to not unplug the system during boot up, then verified system functionality. The customer may abuse or misuse the system unintentionally or intentionally. If it is done unintentionally, it is usually because the user does not understand how the system was designed to function. This cause code covers a wide variety of ways the user could misuse the system including shutting down the system improperly, resulting in software corruption. This complaint does not represent a malfunction because the issue was due to a use error.